Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for atrioventricular nodal radiofrequency ablation. Upon interrogation, it was alleged that the patient's pacemaker had exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.